Event description:
It was reported that the there was no capture on the right atrial (ra) lead. It was noted that the initial implant was difficult with multiple leads and positions attempted on epicardial atrium with little success locating a position with satisfactory capture threshold. It was further reported that after approximately three months the ra lead was no longer functional. Impedance was high; a lead fracture was suspected. The device was reprogrammed vvir. However due to worsening patient condition the physician elected to perform a lead revision in attempt to reinstate atrio-ventricular synchrony. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).